Event description:
The patient mentioned that the keypad is sometimes unresponsive and the buttons are little worn. Patient mentioned that there is damage to the keypad. There is no evidence of a serious injury. The complaint is being reported since the alleged issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.